Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2019. Data was evaluated and the allegation was confirmed. A probable cause could not be determined via data. No product was provided for evaluation. The reported inaccuracy could not be confirmed and a probable cause could not be determined via product. The reported glucose values fall within the c zone of the parkes error grid. However, the data investigation confirms a difference in values that falls within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Transmitter voltage test passed. Bluetooth device pairing test failed. Data/share log was previously reviewed and inaccurate cgm values were found in the log within the investigation window. The customer complaint was confirmed because there was an indication of an inaccurate cgm value. A probable cause could not be determined via product evaluation.